Event description:
It was reported that the patient had bronchitis, and the continual coughing caused the ipg pocket to open up. Surgical intervention was undertaken on (B)(6) 2025, and the system was explanted, during the procedure the two s1 leads broke and were unable to be completely removed from the patient.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.